Manufacturer narrative:
Follow-up # 1 ¿ (09/08/2014) device evaluation:the lay user/patient¿s meter has been returned on 08/08/2014 and evaluated by lifescan product analysis on 09/02/2014 with the following findings:the meter passed all testing with no faults found. The meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2014 following findings: the test strip has passed testing for the alleged inaccurate issue. The reported issue could not be reproduced. Unrelated to the reported issue, an error 4 issue was found during pa testing for the subject test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.